Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 289 mg/dl with a moderate level of ketones associated with an alleged issue with the pump¿s cartridge. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient alleged there was no insulin in cartridge and cts educated the patient on filling and inserting the cartridge and the patient expressed understanding. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.